Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that only the first four symptom-marked episodes were present on the electrocardiogram (ECG) arrhythmia logbook. If the patient used the patient activator a fifth time, the symptom episode was not listed nor was the ECG present. The implantable cardiac monitor (icm) remains in use. No patient complications have been reported as a result of this event.